Manufacturer narrative:
Product not returned.

Event description:
It was reported that an asymptomatic patient presented to the hospital for a follow-up. The right ventricular lead presented unacceptably high capture threshold. The device was reprogrammed. The patient was stable and will continue to be monitored.